Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is displaying system failure firmware mismatch. No patient injury was reported.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: none of the devices were actively on a patient at the time the events occurred, it was either caught before they used the device, or it was brought down by our sterilization department alarming.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the battery. A firmware mismatch was found during ehl (event history log) inspection. The customer stated problem was duplicated. Used test top case to download v1.6.4 software to the base, then reconnected customer's top case and uploaded software from base to head of the pump which fixed the reported problem. The cause of the reported problem was traced to the user incomplete software upload process. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.